Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that; pt is experiencing discomfort in the hip area. Pt's blood cobalt was elevated; metal ion levels were also elevated. Pt stated that she went to doctors office on (B)(6) 2012 x-rays were done. Pt stated that she is going for a MRI in the near future.